Event description:
Additional information received reported the patient still had concerns regarding their device or therapy and they had an appointment scheduled for (B)(6) of 2015.

Event description:
It was reported that when the patient was swimming they lost their vision for a moment and it took about 40 minutes to get their vision back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0bfhx, implanted: 2013-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).